Manufacturer narrative:
The field service engineer (fse) reported the device was out of warranty and repaired by a third party. The repair information is unknown as the device was not repaired by a philips engineer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
While outside of therapeutic use the v60 had a blocked circuit. Investigation is ongoing.